Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were sticking. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts, and contamination was present under the contacts of all buttons. It was observed that the bolus button was not responding to presses. The button cover was removed and the internal plug contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.